Manufacturer narrative:
Root cause identified: root cause can not be determined since defect was not confirmed. Conclusions: device history record for final product was reviewed, and no discrepancies related to this defect were found. During the manufacturing of this part number, the quality department performed a pressure test with 1300 psi according to the instruction number and all the samples passed this test. This pressure applied at 1300 psi is greater than the pressure used (75-1200 psi) by the customer. Two samples from process area were taken in order to apply a pressure test and no one sample experienced the condition reported by the customer during the application of this test. Corrective actions: no corrective actions will be applied.

Event description:
Distributor, reports via e-mail. Customer unable to tighten the luer lock nut, and the luer lock nut sprang out (came off) when injecting during a cardiac catheterization. Injection protocol was 10ml per second for 35ml volume. Customer unable to return the sample. No injury reported.